Event description:
The customer called customer service to report that her transformer started to get hot. The product was received at medela on (B)(4) 2014, and was determined to be breached on (B)(4) 2014, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was returned on (B)(4) 2014 and evaluated on (B)(4) 2014. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached near the prongs, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 12.96 vdc, which indicates that it is producing the correct voltage. Resistance across the dc plug measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 58.8 ohms, and indicates that the thermal fuse did blow. Smoke, fire and sparking were not observed while the transformer was plugged in.